Manufacturer narrative:
Eval: results - the complaint was not confirmed. All channels exhibit normal device characteristics. Lead migration cannot be confirmed and cannot be analyzed. Sjm had limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference: 1627487-2011-04110. The pt received her scs system on (B)(6) 2009. It was reported she no longer felt stimulation. The physician had performed an x-ray and all of the leads had migrated; they were pulled downward. The physician replaced the four leads (three of the leads had the same lot number).